Manufacturer narrative:
Additional information has been received for this event. Per the customer there was no device malfunction and so the device was not returned. The issue was caused by an unknown scope. There was no patient involvement. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6 (patient impact code) and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Images are not displayed (momentary blackout is included) this might be the communication failure of the endoscope or the connection failure of the video connector. Additionally, it is also likely that images were not properly displayed because of the contact failure caused by a foreign object or a medical solution adhered to the electrical contacts inside the output connector of the light source.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had no sync on screen with the monitor to show the image. There is no reported harm to any patient.